Event description:
It was reported that during a colon procedure the device would cut but would not staple and the surgeon sutured to complete the procedure. The device was dropped off in purchasing with at note and no additional information. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The analysis results found that the two devices were returned. Device (a) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) was received inside the sterile package and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.